Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-100mg/dl fasting. Verified test strips expire 07/14/2016. Customer's test strips are being stored in the kitchen and opened vial date is 09/21/2015. Reviewed meter memory (B)(6). Customers concern:173mg/dl on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-100mg/dl fasting. Verified test strips expire 07/14/2016. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 173mg/dl on (B)(6) 2015. No adverse event reported.